Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. A review of the episode showed double counting due to wide qrs complexes. The rhythm was a slow ventricular tachycardia (vt) at about 160-170 bpm. It was noted the patient also had an untreated episode in (B)(6) 2020. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the patient had new untreated episode, the first since reprogramming the sense vector from primary to alternate. The tachy counter had incremented considerably in alternate and the primary vector looked better. The patient's previous inappropriate shock was due to a slow vt; the vector was reprogrammed back to primary and the physician was considering other options to manage the slow vts. Additional information was received that this patient received a new inappropriate shock. The episode showed another slow vt at about 120 bpm, with wide complexes that were double counted. Technical services discussed the patient may benefit from anti-tachycardia pacing (atp) therapy provided in a transvenous device, but at this time the physician was considering a vt ablation. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. A review of the episode showed double counting due to wide qrs complexes. The rhythm was a slow ventricular tachycardia (vt) at about 160-170 bpm. It was noted the patient also had an untreated episode in december 2020. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the patient had new untreated episode, the first since reprogramming the sense vector from primary to alternate. The tachy counter had incremented considerably in alternate and the primary vector looked better. The patient's previous inappropriate shock was due to a slow vt; the vector was reprogrammed back to primary and the physician was considering other options to manage the slow vts. Additional information was received that this patient received a new inappropriate shock. The episode showed another slow vt at about 120 bpm, with wide complexes that were double counted. Technical services discussed the patient may benefit from anti-tachycardia pacing (atp) therapy provided in a transvenous device, but at this time the physician was considering a vt ablation. No adverse patient effects were reported. The device remains implanted and in service.